Event description:
Amanda, a cvicu rn, called into emergency support program line for assistance with multiple issues on a cardiosave intra-aortic balloon pump(iabp) during use. Amanda stated they were receiving multiple alarms on a patient that had therapy initiated. The catheter was placed via left subclavian. Off label disclaimer provided. Troubleshooting determined the alarms present were a restriction alarm, gas loss alarm, and acute changes to augmentation. There were no noticeable changes to patient condition or hemodynamics. Amanda denied any blood present in the helium extender tubing and there were no external kinks or restrictions present she could visualize. They were able to start therapy for a few minutes at a time and the pump had not been in standby for extended periods of time. Esp personnel discussed the nature of each alarm and reviewed the effects of axillary insertion on indices fluctuations on the pump. During shift change, she requested to end the call, later updated by the night shift nurse that the alarms ceased after the physician adjusted the catheter. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact person: amanda, due to characterization limit e1:initial reporter: (B)(6) esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, a cvicu rn called for assistance with multiple issues on a cardiosave during use.no patient harm or injury was reported.the nurse stated they were receiving multiple alarms on a patient .the catheter was placed via left subclavian. Off label disclaimer provided. Troubleshooting determined the alarms present were a restriction alarm, gas loss alarm and acute changes to augmentation. There were no noticeable changes to patient condition or hemodynamics. The nurse denied any blood present in the helium extender tubing, and there were no external kinks or restrictions the nurse could visualize. They were able to start therapy for a few minutes at a time, and the pump had not been in standby for extended periods of time. The engineer and the nurse discussed the nature of each alarm. The nurse understood the rationale behind the restriction alarm and denied any notable factors that could trigger the gas loss alarm. Complaint information obtained. The engineer reviewed the effects of axillary insertion on indices fluctuations on the pump. The engineer encouraged the nurse to notify the provider about the overall therapy status and the restriction alarms. Because the unit was in the middle of shift change, the nurse requested to end the call.the engineer called the night shift nurse back for an update and support. The other nurse stated the physician had advanced the balloon catheter and they were getting an xray for placement verification, and the alarms had resolved after. The engineer provided direct contact information and encouraged the other nurse to call back if the issue started again. The other nurse was appreciative of the support and denied any other questions.